Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of elevated cord is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported just after injection to ck1 and ck2 with juvéderm voluma with lidocaine patient developed an "elevated cord periocular in left side" without bleeding or hematoma. The physician notes the area of injection was aspirated prior to injection. When the physician injected the other side they "did not have the same result immediately." Patient was treated with radiofrequency and symptoms improved with decrease of lesion. Symptoms are ongoing.

Event description:
Additional information provided by reporting healthcare professional: just after injection in the left malar region the physician noticed the appearance of 2 "cords" upper to the injected area, further described as "compressible palpation, not hardened." The physician "did not think that juvéderm® voluma¿ with lidocaine was palpable in this site. There was no pain, hematoma, livedo or any other complaint." Patient was treated with 2 sessions of radiofrequency in the following 2 weeks with "important improvement of the cords." The physician and a company healthcare professional discussed "the hypothesis of venous congestion at the site, without ischemic repercussion."

Manufacturer narrative:
Device history record summary: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conform.

Event description:
Additional information: no diagnostics were performed. Healthcare professional noted, "the high periocular cord that appeared in the patient, occurred after the application of hyaluronic acid [juvéderm¿ voluma¿ with lidocaine] and not the botulinum toxin."